Event description:
The set did not fit into the infusion starter. After making the connection they thought the insulin will automatically exit but it did not. On checking their blood glucose it was 400 mg%. They took an insulin shot.the pump did not show any delivery. They changed the set and the problem was repeated. Besides the needle was difficult to remove.